Event description:
Patient reported hardness, sickness, and "possible rupture". Further reported was "other autoimmune illnesses" which has been deemed not related to the device. Affected side is left. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: possible rupture.